Event description:
It was reported that the external pulse generator displayed an error message during its self test. It was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases, side bail covers, and ring cover are broken. Battery drawer is starting to detach. Keyboard is scratched.